Event description:
It was reported that the patient presented to the emergency department due to probable cardiac arrest and the device was not functioning. It was also reported that patient had an infection and possible endocarditis. Furthermore, there was oversensing and noise on the right ventricle (rv) lead. The device and leads were removed. It was noted that the patient was enrolled in the (B)(4) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.